Event description:
It was reported that there was severe resistance upon removal. A 1.50mm rotalink plus and rotawire were selected for use. During procedure, it was noted that severe resistance was felt with the rotawire when the burr was removed, thus both devices were simply pulled out together. A different device was then unpacked and completed the procedure. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: estimated date based off the aware date as the exact event date was not reported. E1. Initial reporter facility name: (B)(6). E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. As the rotawire that was used during the procedure was not returned; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of event: estimated date based off the aware date as the exact event date was not reported. (B)(6).

Event description:
It was reported that there was severe resistance upon removal. A 1.50mm rotalink plus and rotawire were selected for use. During procedure, it was noted that severe resistance was felt with the rotawire when the burr was removed, thus both devices were simply pulled out together. A different device was then unpacked and completed the procedure. There were no patient complications reported.